Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized five days after the event onset for peritonitis. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency and duration not reported) for peritonitis. On an unknown date, pd therapy was temporally held and the patient was switched to hemodialysis. On an unknown date the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.